Event description:
Procedure type: low anterior resection/ double stapling. According to reporter: after resecting the colon with the endo gia, the anvil head of the eea device was set in the descending colon and the stapler was inserted from the anus, and firing was done. After removing the stapler, the surgeon checked the specimen and noticed the doughnut ring on the anal wedge was not formed. With a fiberscope, it was confirmed a part of tissue around anastomosed part was uncut. Since leakage was also confirmed, additional resection and colostomy were performed. There was oozing and tissue damage. Nothing fell into cavity. Operating room time was extended more than 30 minutes. Pt is under observation. According to the surgeon, it was an ultra-low anterior resection and there was resistance at removing the device.

Manufacturer narrative:
(B)(4).